Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 268 mg/dl. Customer was changing the reservoir and stated that the pump is in rewind mode all day. Customer stated that the insulin was squirting out during the manual prime process. It was explained that during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump was unable to prime unit during the prime test and motor error alarm during basic occlusion test due to faulty force sensor. The motor was tested outside the device and passed. The drive support was inspected and no anomaly noted. No prime alarms noted. The insulin pump was received missing end cap sticker. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube window and cracked battery tube threads.